Event description:
It was reported that during a lap cholecystectomy, the trocar leaked pneumo. It is unknown how the case was completed. There was no consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.